Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump passed the basic occlusion test, displacement test and bolus delivery, no motor error alarms occurred during test. The motor tested ok. The pump had a crack on the reservoir tube noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 201 mg/dl. The customer performed troubleshooting and was able to resolve the motor error and no delivery alarm. However, the motor error reoccurred and was not able to resolve the issue. The device will be returned for analysis.